Manufacturer narrative:
As stated in the complaint form, the event date is unknown. As a result, the 1st day of the year has been entered as the event date under b3. Date of event . If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a thrombus issue occurred. The physician used a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. He used only one transseptal puncture and switched once from a mapping catheter to an ablation catheter. Before pushing in the ablation catheter after mapping, he noticed a little thrombus through the transparent part at the end of the vizigo-tubing, which seemed to be stuck. The physician did not want to continue the procedure with that sheath. He was afraid that the thrombus would stick to the ablation catheter and get transported into the left atrium. He changed the sheath and opened a new one. The nurse accidentally flushed the thrombus out while preparing the packaging for the complaint. Act of patient was good and heparin was used. There was no patient consequence reported. Additional information was received. The issue was noticed after mapping, before introducing the ablation catheter. The physician noticed a little thrombus through the transparent part at the end of the vizigo tubing. The system did not present any error messages and the physician/user did not see any product problem. There was no issue related to irrigation with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The patient was anicoagulated. It was maintained throughout the case. The patient has not exhibited any neurological symptoms since the procedure was completed. The physician did not consider that the thrombus was excessive. It was a small thrombus, but since they were in the left atrium, the physician was concerned about potential risk. The event was assessed as a MDR reportable thrombus issue.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a thrombus issue occurred. The device evaluation was completed on 15-aug-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis revealed no thrombus/clot residues in the hub or hemostatic valve; however, during the inspection, a bent mark was observed between electrodes 3 and 4. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the bent condition observed could be related to the manipulation of the device during the procedure; however, this can not be conclusively determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿thrombus¿ issue. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the biosense webster inc. Analysis finding of the ¿bent tip¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-aug-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).